Event description:
The patient had two leads from the same lot. It was reported the patient could no longer receive effective therapy due to a broken lead. An impedance check showed high impedances. As a result, the patient's leads were explanted and replaced. The issue has been resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).